Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury and medical records were limited to an implant operative report and sticker pages only. We have contacted the initial reporter to request add'l info and to request return of the device for eval. A MFR review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the pt's attorney: on (B)(6) 2008 - the patient was implanted with a non-davol sling. On (B)(6) 2012 - the pt was implanted with a bard soft mesh. The attorney's report alleges add'l medical/surgical treatment, nerve damage, permanent injury, defective device.